Manufacturer narrative:
D10 concomitant product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial#: (B)(6) sigphandle - sig power sigphandle handle, serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a lung volume reduction surgery, upon lung wedge resection, the jaws would not open and were locked on the tissue. It was reported that the laparoscopic procedure was converted into an open surgery due to the device problem, and the incision was extended by more than one inch, which led to an extended surgical time of more than 30 minutes. An extra piece of lung tissue had to be stapled off in order to remove the stapler, and another stapler was used to staple the stuck reload and adapter out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired. The jaws were closed and had tissue between them. There was a staple stuck in the tissue that was not fully formed. The knife bar was retracted to the 0.5 cm mark. It was reported that the jaws would not open and were locked on the tissue. The reported issue was confirmed. The most likely cause was traced to another device. The evaluation detected an unreported condition: damaged adapter lug. Visual inspection noted that there was damage to an adapter lug of the reload. The product analysis noted evidence that the device was not used as intended. This issue may occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. Another unreported condition was identified: damage to the anvil. Visual inspection noted that laminates and blowout plate were noted to be deformed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.